Event description:
It was reported that a boston scientific advantage fit system was implanted. The exact implantation date is unknown, however, three implant date were reported: (B)(6) 2007, (B)(6) 2009, and (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).